Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as 6000093-2006-02463. It was reported that 15 days after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion was located in the mid circumflex (cx) and the target lesion characteristics were not provided. The vessel was predilated with an unspecified balloon, which included the areas distal to where the stents were to be placed. Next, the physician implanted two unspecified taxus express2 drug eluting stents (des) in the mid cx. There were no reported pt complications. Approx 15 days later, the pt returned to the facility and thrombosis was diagnosed in the previously placed stents. Additionally, there was no flow present in the mid cx. The pt was treated with plain old balloon angioplasty (poba) and another unspecified taxus express2 des was placed. The pt was discharged two days later and is doing well.